Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. The device was successfully able to connect to the master pdm to download the data. Attempts made to reset the device. The rerun data could not be retrieved from the device. The shelf mode current was measured to be within specification. Inspection of the device found no damages or deficiencies that would cause the reported communication error. It could not be determined what caused the alarm.

Manufacturer narrative:
The device has been returned/received to date ad is pending an investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 396 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. In addition the patient reports the pod lost communication and had deactivated. As treatment, the patient applied a new pod.